Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was taken to the emergency room on (B)(6) 2014 after finding customer throwing up. Customer's blood glucose was unknown. Customer was wearing insulin pump at the time of hospitalization, but pump was removed once hospitalized. Customer was not available with insulin pump in order to troubleshoot. Customer will be calling back in order to troubleshoot.